Event description:
It was reported one of the pt's leads had high impedances on all contacts. The lead was explanted and replaced. The pt experiences effective stimulation coverage. Note the pt had two leads from the same lot number. Only one of the leads was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.